Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was reproduced. A review of event history log revealed ec322 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be defective lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) in the biomed service department. There was no patient involvement. No additional information is available.